Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There were no allegations against this device in the field. Analysis by guidant's reliability assurance laboratory has determined that this ICD has not met expectations with respect to longevity. Consequently, an event has been created.